Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2024, the patient presented with in-stent restenosis, and was treated using a 4.00 x 24mm synergy megatron drug eluting stent. The target lesion was located in the proximal right coronary artery (rca). In (B)(6) 2026, coronary angiography revealed 90% in-stent restenosis at the proximal rca. The same day, the target lesion was treated using a non-boston scientific cutting balloon as well as other pci devices. Post angiography revealed a residual stenosis of 0% and timi flow was 3.